Event description:
It was reported that the procedure was to treat a tight lesion in the marginal vessel of the circumflex artery. A balance middleweight guide wire was positioned in the circumflex (cx) artery and the whisper es guide wire was advanced into the marginal vessel. The marginal ostium was tight and resistance was noted during advancement. A non-abbott balloon was then advanced into the marginal; however, it was noted that the feeling of support was gone; therefore, the balloon was removed. The whisper was then removed, and it was noted that 3 cm of the tip separated in the marginal. An attempt was made to remove the tip with additional guide wires. The separated portion was pulled to the bifurcation area, but was not able to be retrieved. The procedure was completed and the patient was reported to be fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that may contribute to resistance while crossing or while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, it was reported that the marginal ostium was tight which could have contributed to the reported resistance. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the reported separation was likely the result of the reported resistance with the lesion. The guide wire was not returned for analysis which may have aided in the evaluation. Reportedly, an attempt was made to remove the tip with additional guide wires. The separated portion was pulled to the bifurcation area and was not able to be retrieved. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the lot history record indicated no nonconformance for the lot related to the complaint and a query of the complaint handling database for the reported lot revealed no other incidents. In summary, based on this evaluation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.